Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable passed visual analysis and software testing; however, failed functional analysis due to a short between the resistor and shield can (outer shield) inside the spacelabs connector. A "sensor off patient - check connection at patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event. (B)(4).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "customer wiggled the cable nearest the spacelab connection, the probe stops reading". No known impact or consequence to patient was reported.